Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve the poor coupling issue was them pushing the pocket down in its¿ place daily, and also wearing spandex pants. The consumer then called the manufacturer to get a new antenna which helped and they thought ¿we worked it out,¿ and the coupling issue was resolved.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A consumer implanted for spinal pain reported their implantable neurostimulator (ins) wasn¿t charging past ¼. The consumer had been charging for the past 45 minutes with two to three coupling boxes. It was noted the consumer didn¿t use the recharging belt during recharging because it didn¿t work as well as their hand. Troubleshooting was performed including reposition the antenna, not placing the recharger over bulky clothing, and using the antenna locate feature but the issue wasn¿t resolved. As a result a new antenna was going to be sent because the ins battery was very low. No out of box failure was reported. When the consumer was asked if there was an issue with the ins pocket they stated starting a couple of months ago the ins was out of place. The healthcare provider (hcp) knew about this and planned to put it back in place, but when they met with the consumer on (B)(6), they determined the ins was back in place so they didn¿t need to do anything. It was noted the consumer had been ¿pushing¿ the ins back into place so now it was where it used to be. After the consumer received the replacement antenna the issue with poor coupling was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.